Event description:
The manufacturer received a voluntary medwatch (mw5107286) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient alleged having rash on face and using steroids cream. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5107286) alleging rash on the face while using this device an issue related to a CPAP device's. Medical intervention with steroid ointment was mentioned as taken. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown residue present in certain areas of the base unit including the ui panel and keypad. The device did not return with an accessory port flip door, sd card, or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance, unknown debris in the tracks of the ui panel. There is an unknown residue contaminate present along the tracks of the bottom enclosure. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring, a keratin-like substance was observed around the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown observed and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5107286) alleging rash on the face while using this device an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Medical intervention with steroid ointment was mentioned as taken. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.